Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted upper gastrointestinal surgical procedure, an air leak occurred when 5mm instrument was attached to a universal seal. The customer mentioned that an 8mm instrument was initially attached to the universal seal, and a 5mm instrument was attached after the procedure was converted to laparoscopic surgery. The customer was questioning the cause of the leak occurrence because the universal seal should be compatible with 5-12mm instruments. Intuitive surgical, inc. (Isi) followed up with the nurse and obtained the following additional information: as the cannula seal size changed from 5-8mm to 5-12mm, gas leaked into the trocar when a 5mm instrument was inserted. This did not occur with the previous 5-8mm seal. It was a slow leak. The issue caused difficulty when maintaining abdominal pressure, which made it hard to secure visibility. When there was bleeding, and a suction-bovie instrument was used, the gas leaks from both sides caused a rapid drop in abdominal pressure and interrupted the surgery. The issue was resolved by using 5-8 mm cannula seal. The procedure was completed laparoscopically. There were no patient injuries. The cannula seal will not be returned.